Manufacturer narrative:
Product complaint # (B)(4). Updated sections on this medwatch: b4, b5,g3, g6, h2, h6 and h10. Section b5: additional information received on 01-aug-2023. Summary of the information provided: regarding the adverse event of ¿re-occlusion right vertebralis/basilaris¿, which occurred on (B)(6) 2023, the assessment was changed from ¿not serious¿ to ¿serious¿. No additional changes were made regarding this event. Complaint conclusion: as reported via the excellent study (cnv_2017_02), a 66-year-old female (subject (B)(6)) with a history of ischemic stroke, hyperlipidemia, and hypertension presented with a witnessed stroke on (B)(6) 2023. It is currently unknown when the patient was last seen well. The patient was presented to the treating hospital on the day after (approximately 3h50m after the first symptoms). Intravenous tissue plasminogen activator (tpa) was administered at the time of stroke presentation. The suspected origin of the embolism was artery to artery (tandem lesion with proximal ica stenosis and intracranial occlusion). The patient¿s baseline nihss score of 9 and mrs score of 0. The patient underwent an endovascular mechanical thrombectomy on (B)(6) 2022 using a 6.5mm x 45mm embotrap iii (et307645/ 22e175av) device for an occlusion at the vertebrobasilar system (crf states occlusion at the basilar and vertebral arteries). The pre-pass mtici score was 0. The 1st pass (2 min incubation time) resulted in a mtici score of 1 with clot retrieval. At the 2nd and 3rd pass, a direct contact aspiration was attempted only using the intermediate/aspiration catheter used in conjunction with the embotrap iii at the 1st pass - 0.067 sofia (microvention) intermediate catheter - and didn¿t result in a mtici score change or clot retrieval. At the 4th pass, the same embotrap iii was used again (6 min incubation time) and resulted in a mtici score of 2c with clot retrieval. In addition, intracranial target lesion stenting was done during the procedure using two enterprise2 4mmx16mm no tip stents (product code: enc401600/llot numbers: 7338045 and 6424221). During the procedure, a guidewire was used, but the brand was not specified. In addition, a 0.021 rebar microcatheter (medtronic) was also used. There were no reported intraoperative study device deficiencies. 24-hour post-procedure nihss score was 7. The patient has been discharged to a rehabilitation center on (B)(6) 2023 with an nihss score of 15 and an mrs score of 4. Per the crf, the patient experienced ¿re-occlusion of the stent vertebralis¿ on (B)(6) 2023. The principal investigator (pi) assessed this event as severe, serious, not related to the embotrap device, not related to the procedure, and considered to be a serious deterioration of health. The event was endovascularly treated with the endovascular intervention specified in the crf as ¿aspiration-thrombectomy, pta, stent¿. The patient outcome has been recorded in the crf as recovered/resolved on (B)(6) 2023. It was also stated that the patient experienced ¿re-occlusion right vertebralis/basilaris¿ on (B)(6) 2023. The principal investigator (pi) assessed this event as severe, not serious, not related to the embotrap device, and not related to the procedure. The adverse effect was considered to be a serious deterioration of health. The event was endovascularly treated with the endovascular intervention specified in the crf as ¿aspiration-thrombectomy, pta, stent¿. The patient outcome has been recorded in the crf as recovered/resolved on (B)(6) 2023. Additional information received on 15/16-jun-2023 stated that the patient experienced neurologic deterioration on 04-apr-2023. The principal investigator assessed this event as severe, serious, possibly related to the study device and possibly related to the surgical procedure. The adverse effect was considered to be expected/anticipated. The event was medically treated ¿ unknown medication. The patient outcome has been recorded in the crf as recovered/resolved on (B)(6) 2023. Additional information received on 01-aug-2023. Summary of the information provided: regarding the adverse event of ¿re-occlusion right vertebralis/basilaris¿, which occurred on (B)(6) 2023, the assessment was changed from ¿not serious¿ to ¿serious¿. No additional changes were made regarding this event. The device remains implanted; therefore, no further investigation can be performed. A device history record (DHR) was performed, and it indicated this product was final inspection tested at lake region medical and was determined to be acceptable. Arterial occlusion is also a known complication associated with the enterprise2 devices and is mentioned in the IFU as such. There were no alleged quality issues regarding the device, as it performed as intended. Nevertheless, per pi assessment the event is both possibly related to the study device and possibly related to the surgical procedure, thus the relationship of the device to the reported event cannot be excluded. This event does meet us FDA reporting criteria under 21 cfr 803 with a classification of ¿serious injury¿. The file will be re-reviewed if additional information is received at a later date. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Manufacturer narrative:
Manufacturer ref#: (B)(4). Section b5: additional/modified information was received on 19-apr-2025. Summary: on 19-apr-2025, a clinical event committee (cec) adjudication for the adverse events of ¿re-occlusion of the stent vertebralis and re-occlusion right vertebralis/basilaris¿ were received. The relationship of events to the study device and study procedure were assessed as ¿possibly related.¿ the relationship of events to the embovac large bore catheter remains as ¿not related.¿ it was further commented, ¿lack of platelet inhibition may have contributed.¿ a supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Manufacturer ref#: (B)(4). Updated sections on this medwatch: b4, b5, g3, g6, h2 and h11. Section b5: additional/modified information was received on 12-may-2025. Summary: the cec adjudicated event term of ¿re-occlusion of the stents¿ was updated to ¿re-occlusion of the stent vertebralis.¿ the cec adjudicated event term of ¿re-occlusion of the stents¿ was updated to ¿re-occlusion right vertebralis/basilaris.¿ a supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # (B)(4) information regarding patient's race, and ethnicity was not reported. Section a1. Patient identifier: cnv_2017_02: 01037-096 section h4. Device manufacture date: not available at time of the report missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. This is one of two products involved with the complaint and the associated manufacturer report numbers are 3008114965-2023-00496 and 3008114965-2023-00497. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
As reported via the excellent study (cnv_2017_02), a 66-year-old female (subject 01037-096) with a history of ischemic stroke, hyperlipidemia, and hypertension presented with a witnessed stroke on 27-mar-2023. It is currently unknown when the patient was last seen well. The patient was presented to the treating hospital on the day after (approximately 3h50m after the first symptoms). Intravenous tissue plasminogen activator (tpa) was administered at the time of stroke presentation. The suspected origin of the embolism was artery to artery (tandem lesion with proximal ica stenosis and intracranial occlusion). The patient¿s baseline nihss score of 9 and mrs score of 0. The patient underwent an endovascular mechanical thrombectomy on 28-mar-2022 using a 6.5mm x 45mm embotrap iii (et307645/ 22e175av) device for an occlusion at the vertebrobasilar system (crf states occlusion at the basilar and vertebral arteries). The pre-pass mtici score was 0. The 1st pass (2 min incubation time) resulted in a mtici score of 1 with clot retrieval. At the 2nd and 3rd pass, a direct contact aspiration was attempted only using the intermediate/aspiration catheter used in conjunction with the embotrap iii at the 1st pass - 0.067 sofia (microvention) intermediate catheter - and didn¿t result in a mtici score change or clot retrieval. At the 4th pass, the same embotrap iii was used again (6 min incubation time) and resulted in a mtici score of 2c with clot retrieval. In addition, intracranial target lesion stenting was done during the procedure using two enterprise2 4mmx16mm no tip stents (product code: enc401600/lot numbers: 7338045 and 6424221). During the procedure, a guidewire was used, but the brand was not specified. In addition, a 0.021 rebar microcatheter (medtronic) was also used. There were no reported intraoperative study device deficiencies. 24-hour post-procedure nihss score was 7. The patient has been discharged to a rehabilitation center on 12-apr-2023 with an nihss score of 15 and an mrs score of 4. Per the crf, the patient experienced ¿re-occlusion of the stent vertebralis¿ on 29-mar-2023. The principal investigator (pi) assessed this event as severe, serious, not related to the embotrap device, not related to the procedure, and considered to be a serious deterioration of health. The event was endovascularly treated with the endovascular intervention specified in the crf as ¿aspiration-thrombectomy, pta, stent¿. The patient outcome has been recorded in the crf as recovered/resolved on 12-apr-2023. It was also stated that the patient experienced ¿re-occlusion right vertebralis/basilaris¿ on 30-mar-2023. The principal investigator (pi) assessed this event as severe, not serious, not related to the embotrap device, and not related to the procedure. The adverse effect was considered to be a serious deterioration of health. The event was endovascularly treated with the endovascular intervention specified in the crf as ¿aspiration-thrombectomy, pta, stent¿. The patient outcome has been recorded in the crf as recovered/resolved on 12-apr-2023. Additional information received on 15/16-jun-2023 stated that the patient experienced neurologic deterioration on 04-apr-2023. The principal investigator assessed this event as severe, serious, possibly related to the study device and possibly related to the surgical procedure. The adverse effect was considered to be expected/anticipated. The event was medically treated ¿ unknown medication. The patient outcome has been recorded in the crf as recovered/resolved on 7-apr-2023. Additional information received on 10-jul-2023 was reviewed. Summary of the information provided: the adverse event of neurological deterioration was inactivated in crf. Per the clinical research specialist, ¿the study team on site reviewed images and source documents and decided that ¿neurologic deterioration¿ is not an ae, but a consequence of the two stent re-occlusion aes that followed the thrombectomy. These aes are not related to the study device or to the procedure. The neurologic deterioration was related to the stent re-occlusion that followed the index procedure. These re-occlusions happened due to patient stenosis and were not related to the device or the procedure. There was an nihss increase from 24 hrs to discharge (from 7 to 15), but these are linked to the two re-occlusions.¿